Manufacturer narrative:
On december 10, 2025, following information was received, and corresponding fields have been updated on this form: the patient underwent primary breast reconstruction surgery. Patient's date of birth is "(B)(6) 1964" added under field a2. Patient's age at the time of event was "59", updated under field a2. Date of adverse event has been updated to (B)(6) 2024, under field b3. Patient is caucasian; fields a5, and a6 have been updated accordingly. Field d1 for brand name has been updated to "mentor memorygel breast implant". Field d4 for catalog number has been updated to "3505001bc". Field d4 for lot number has been updated to "7294563". Field d4 for serial number has been updated to "(B)(6)". Field d4 for unique identifier(UDI) has been updated to "(B)(4)". Field d6a for implantation date have been updated to (B)(6) 2016. Fields d6b for explantation date have been updated to (B)(6) 2025. Replacement device serial numbers used were (B)(6) on the right side, and (B)(6) on the left side. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unknown size unknown gel implants and experienced breast implant rupture on her left side. The patient underwent bilateral replacement surgery with lot numbers 6858045 on the left side, and 7294563 on the right side on an unknown date.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).